Event description:
It was reported the customer received a button error alarm during an attempted bolus. It was also found the insulin pump froze prior to the alarm occurring. The customer's blood glucose was 210 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No frozen screen or low battery alarm noted. All operating currents are within specification. The insulin pump passed displacement test and self-test. No button error alarm noted. All buttons function properly; however the insulin pump had moisture on keypad traces, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.